Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue of front panel switch not functioning was not confirmed. During inspection, the unit was burned in for hours and all control buttons on the front panel were functioning as normal. The on/off lamp button was tested several times without any issue. However, coating damage on normal fu lens and worn-out scope socket were noted. In addition, bottom and front panel chassis rust were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported the evis exera ii xenon light source front panel switch is not functioning during maintenance. The lamp button turns on the air instead of the light. However, after white balancing, the light will be turned off and air will be turned on. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. The subject device was manufactured more than 13 years ago and it has been 8 years or more since its delivery. Therefore, it is presumed that the front panel board was deteriorated over time due to its long use. As a result, a temporary malfunction occurred. Olympus will continue to monitor complaints for this device.